Manufacturer narrative:
Continuation of d10: product ID fg15160-0615-1s (lot: 232749353); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal region and showed twisting. The patient was undergoing surgery for treatment of a saccular, unruptured right carotid artery in transitional/intradural segment a neurysm with a max diameter of 3,5x5,00 mm and a 5 mm neck diameter. The landing zone was 4,6 mm distally and 5,02 mm proximally. The access vessel was the femoral artery with a diameter of 6f mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was that the aneurysm was successfully embolized. It was reported that the pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline did not open in the distal region and showed distal/medial torsion/twisting. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospital nor was there any injury as a result of this event. Ancillary devices include a phenom microcatheter.